Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall, persisted despite multiple restarts, and the user experienced hyperglycemia with blood glucose over 400 mg/dl for about 1¿2 hours, which was corrected by a manual injection; the device was replaced. Symptoms included no reported clinical symptoms associated with the hyperglycemia. Outcomes included temporary interruption of insulin delivery with no medical intervention and no hospitalization. Investigation included remote troubleshooting, verification of replacement logistics, and instructions to shut down the device and sync data before return. Investigation of this device revealed a pump motor stall consistent with a device mechanical malfunction of the drive system. It was concluded, based on previously established findings for similar reports, that the cause was device failure related to a motor stall, with corrective action of replacement.